Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Further information received from the patient reported that their back was hurting them in the implantable neurostimulator (ins) area. The patient was afraid to turn the stimulation back on because they were nervous they won¿t be able to turn it off again if it started to cause pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Further information received from the patient reported that they had not been able to communicate with the doctor and ¿your spokesman¿ about why the therapy was not working for them. There were no further complications reported or anticipated.

Event description:
A patient indicated for urinary dysfunction and gastrointestinal/pelvic floor reported that therapy was "not working very well" for them. The patient was able to sleep "a little longer," but when they would get up to go to the bathroom, they had "so much" urgency that they could not make it on time to the bathroom. It was stated that the patient's symptoms had gotten worse even though they had always had urinary control symptoms. The patient had always had an urgency problem, but it didn't seem that it had gotten any better. The patient was recently implanted in (B)(6) 2016 and had experienced these issues since around that time. It was noted that the patient had already met with their doctor and had tried different programs and adjusted the setting, but nothing seemed to work. In addition, the patient had met with a representative on (B)(6) 2016. As of (B)(6) 2016, despite still changing programs and stimulation, the patient continued to leak and go to the bathroom often. Regarding the circumstances that led to the lack of symptom relief, it was indicated that the device was "not working."

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported patient didn't get favorable result since implant. Patient said the goal when she implanted was that she wouldn¿t have to get up every couple hours at night and that never really happened for her and she did keep records and she didn¿t notice anything great except that she was able to make it to the bathroom before it was too late. Patient stated she worked with representative for months (patient stated (B)(6) 2016) tracking her symptoms but tracking became too hard because she travels and goes from house to house. Patient stated that she had met with rep a few times and he put lots of different programs in her programmer and he tried to help her out with a schedule of patient using a program for 3 weeks at a time and she tried just about all of them but that didn¿t work and the 4th time around rep asked patient to shut off the implant and she did. Patient stated the device wasn¿t working because it had been hurting her a lot. Patient stated she thought she was having pain with this new programmer and she thought she had a uti but she didn't have a uti but she did get a bill from hcp for it. The patient stated anytime she tried to make a change, it hurt to where she just shuts it off and she doesn't use it at all. Patient stated she was kept trying to change the program to see if that helped and then she spoke to people about it she was told that the actual "program" itself wasn't working and that was why they got her a replacement programmer. Patient stated now she only has 1 program on the pp (due to having it replaced). Patient stated even when she was sent a replacement programmer she doesn't have the same pain as before but program she had wasn't helping with her symptoms but if she increased stim was painful. Additional information reported a day later indicated that all was under control. She actually had a reprogramming on tuesday and decided that she would show up 2 hours early and though that she cou ld just get worked in and they were unable to do it so she had to be rescheduled then she actually had an appointment that she then didn't come back for later that day so she was just a little frustrated by the fact that she can't get in when she wants to get in but we are trying to work through it. The representative believe she was back on the schedule for next week sometime so this had already been followed up with before she called manufacturer company. [Omitted information related to pes 701746687: pp poor communication and 700770406: old devices/broken lead]

Event description:
Additional information was received. Patient has experienced a loss or change of therapy. Patient can feel stimulation and there isn't trauma/falls that could be related to this issue. Patient reports their symptom control is not 50% or better. Patient reiterates their symptoms, "haven¿t been helped very much since the implant especially at nighttime and if I turn it up I have less hold time to get to the rest room otherwise it¿s the same whether it¿s turned on or off." Patient reports meeting with a manufacture representative in (B)(6) and "he tried to help me out with a schedule of a certain program for 3 weeks at a time but it was awkward for me to do that because I was up north and I am also still paying off my hospital bill for the stimulator." Patient says that they "have to turn it off because it hurts too much if I raise it up it¿s just too painful." Patient says that they are calling to ask if they should go back to them or if they should continue using this. It was advised to continue working with their healthcare provider (hcp). Patient will follow up with their hcp.

Event description:
Follow up information received from the patient reported that they had not notified their managing physician regarding the lack of effect issue as they could not afford to. Troubleshooting was performed with the manufacturer¿s representative on (B)(6) where the programs/intensity was changed every 3 weeks. Changing the programs did not resolve the issue and the lack of therapy had not been resolved. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.